Event description:
It was reported that during a davinci si hysterectomy procedure, the customer noted 'frayed cables at the distal end' on the cobra grasper instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the instrument grip cable was found to be frayed at the distal clevis hub. The frayed cable sections were sticking out at the wrist in various lengths. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.